Manufacturer narrative:
Event date updated. Notify date (B)(6) 2018 used as event date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: kenyoshi ogino, reconstruction of right ventricular outflow tract by bovine-derived valve-attached artificial blood vessel contrae for infants the 65th annual scientific session of the college of cardiology (web) vol.65th, page.rombunno.p - 447 (web only) (2017) earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) -old infant with truncus arteriosus (van praagh type a4) who underwent implant of 14mm medtronic contegra. Thirteen month post-implant a balloon dilation was performed due to stenosis of contegra (serial number not provided). Mild pulmonary regurgitation was reported post-dilation. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.